Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's ICD replacement surgery interrogation of the patient's system indicated multiple episodes of noise were present from the patient's atrial lead. The lead was capped. No adverse consequences were reported for the patient.